Event description:
As reported: "gamma 3 nail implanted 2 months ago. Patient came back post op with irritated wound. Wound was washed out and broken plastic as shown in image was found. Found in wound located at the top of the nail. Post op irritation in wound. Nail still in situ, plastic removed from wound in date range 16/06 - 25/06)."

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "gamma 3 nail implanted 2 months ago. Patient came back post op with irritated wound. Wound was washed out and broken plastic as shown in image was found. Found in wound located at the top of the nail. Post op irritation in wound. Nail still in situ, plastic removed from wound in date range 16/06 - 25/06)".

Manufacturer narrative:
Correction: please refer to sections h6 (results and health impact codes). A picture of the plastic debris found in the patient was provided. Therefore, the event could be confirmed, since it most likely comes from an instrument that broke during the initial surgery. However, it cannot be determined to which instrument belong the fragments. Furthermore, without any additional information regarding the initial procedure, the root cause of this breakage cannot be determined either. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling was not possible because the catalog number and lot number were not communicated. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.